Manufacturer narrative:
Continuation of d11: product ID 8709sc lot# (B)(6) serial# (B)(6) implanted: (B)(6) 2011 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via company rep. It was reported that upon disconnecting the existing catheter from the existing pump, no spontaneous retrograde flow of csf was observed. A single bolus was programmed into the pump while disconnected from the catheter and immediate fluid egress from the exit port was seen. The bolus was aborted and the findings reported. It was reported that the expected versus actual volumes were accurate in prior clinic refills. The existing catheter was explanted and replaced. The pump infusion rate remained at 96 mcg/day. The tracking number for the catheter was reported to be (B)(4).

Event description:
Additional information was received from an hcp via a clinical study. It was reported that on (B)(6) 2020, a bolus was given and the patient's mother initially reported improved tone, which wore off quickly. On (B)(6) 2020 increased muscle tone was reported. The event was resolved without sequelae on (B)(6) 2020. The etiology indicated the event was related to the device / therapy and was possibly related to the implant procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3: analysis of the catheter identified coring in the cup of the sutureless connector. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: the previously reported evaluation codes no longer apply. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp via a clinical study indicated that the tip of the catheter was found to be at l1-l2 when it was expected to be at t10. The catheter was removed in it's entirety and replaced with the tip at t7-t8

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n302167012, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 23-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (2,000 mcg/ml, 143 mcg/day) via an implantable pump for intractable spasticity. It was reported the patient's mother noticed the patient having increased tone, but no other sign/symptoms of withdrawal. A catheter dye study was performed on (B)(6) 2020 and the catheter was found to be obstructed. A catheter revision/replacement was planned/scheduled for (B)(6) 2020. The infusion rate has been actively decreased since (B)(6) 2020 in anticipation of the catheter revision/replacement to minimize any potential overdose/withdrawal. The patient was tolerating weaning well and was not exhibiting any signs of acute withdrawal. The issue was not resolved at the time of this report. The patient's status was alive, no injury.